Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type I. It was reported that the patient¿s recharger was not connecting to their ins to charge it since (B)(6) 2017 (last week). It was reported that the patient thought their ins battery was depleted, but they did not have their equipment with them so no troubleshooting could be done. It was reported that the patient had been in pain since (B)(6) 2017 (since last week). It was reported that their doctor¿s office told the patient to contact a manufacturing representative (rep). An email was sent to a rep to contact doctor¿s office regarding this patient. No further complications were reported/anticipated.